Event description:
During an implant procedure, the right atrial (ra) lead was unable to be implanted. The ra lead explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.